Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the bios were re-configured during the service call. The system was tested an found to be working as intended and put back into service.